Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple attempts to implant the right ventricular (rv) lead it appeared the helix did not extend all the way and the lead dislodged two to three times. It was noted there was unstable threshold, high impedance, and variable sensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.